Manufacturer narrative:
(B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Final device analysis of the lead revealed the following: a short was observed in the proximal end of the lead between electrode pairs #1 and #2.

Event description:
It was reported that during a procedure on monday, the healthcare provider (hcp) was able to get a good motor response during needle testing, but the lead did not provide a motor response. A new lead was placed and everything was reportedly fine. It was later reported that there were open impedances and a new lead was placed without problem. The patient was said to recover without sequela; 2013-(B)(6) e1a (rep): document contained no new information

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.